Manufacturer narrative:
D10 concomitant products: vp-726-x - vp-726-x surgipro*ii 6-0 blu 60cm cv11da - lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an emergency procedure to perform a femoral bypass following a stab wound, the two needle sutures came loose. The vascular surgeon searched for the needle in the field and in the patient. The wound was left open while the device was being located, then it was secured and removed. An x-ray of the lower limb was ordered.